Event description:
It was reported that procedure was to treat the right iliac artery. When deploying the 7x80mm absolute pro self-expanding stent, the stent separated and part of the stent remained in anatomy. A second stent was used to move the remaining portion to a less critical area; however, still remained in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during device removal inadvertent interaction with the anatomy, deployed stent and/or other devices resulted in the reported/noted tip material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted tip material separation cannot be determined. As reported, a second stent was used to move the remaining portion to a less critical area; however, still remained in the patient. Manipulation of the device likely resulted in the noted multiple kinks on the stent sheath and the noted bent jacket thus resulting in the noted thumbwheel mechanical jam. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent, to the reports filed it was noted that the tip of the absolute pro system separated and remains in the patient not the stent itself. No additional information was provided.